Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. (B)(6) 2022, the patient was at a friend¿s house when her parent (follower) noted the patient¿s cgm displayed 48 mg/dl (a bg was not performed). The parents went to the friend¿s house to pick up their daughter at 6:30am and take her to the emergency department. The patient was unable to walk or talk, and was unable to comprehend what was occurring. The parents gave the patient liquid sugar to drink on the way to the emergency department (ed). Upon arrival to the ed, the patient¿s cgm displayed 97 mg/dl; however, her bg was 63 mg/dl. The patient was evaluated in the ed, given juice and IV fluids. The patient was discharged later that day. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.